Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
A field service engineer (fse) was assisting the surgery. Around 10:34am est, the robot arm was moving towards trajectory 1 in guidance mode with the laser attached, and the laser's cord got pinched between two points on the arm, causing the arm to stop before reaching the trajectory. An audible click noise was heard, and the message for a communication error appeared on the monitor. The fse could not see the pinching due to it occurring on the opposite side of the arm, and the surgeon was not watching the cord to notice the pinch before it happened. The robot was restarted, and then the arm was put in 'fast and free' mode to move the arm away from the pinched cord. This was successful and the case moved forward without any other issues. There did not appear to be any damage to the laser cord from the pinching between the arm. The patient was under anesthesia and no incisions were made. The delay was less than 5 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the laser wire got stuck between two points of the arm during an automatic movement in guidance which provoked an excessive torque detection in two joints of the robot arm. The arm stopped and the device shutdown, as specified in such case. The device behaved as expected. The movements of the robot arm must be monitored by the user throughout the procedure, and the vigilance device can be released at any time to prevent any collision or instrument damage. Corrected data: b4 date of this report. D4 catalog number. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Event description:
A field service engineer (fse) was assisting the surgery. Around 10:34am est, the robot arm was moving towards trajectory 1 in guidance mode with the laser attached, and the laser's cord got pinched between two points on the arm, causing the arm to stop before reaching the trajectory. An audible click noise was heard, and the message for a communication error appeared on the monitor. The fse could not see the pinching due to it occurring on the opposite side of the arm, and the surgeon was not watching the cord to notice the pinch before it happened. The robot was restarted, and then the arm was put in 'fast and free' mode to move the arm away from the pinched cord. This was successful and the case moved forward without any other issues. There did not appear to be any damage to the laser cord from the pinching between the arm. The patient was under anesthesia and no incisions were made. The delay was less than 5 minutes.

Manufacturer narrative:
Upon review of the complaint for closure, it was noticed that the investigation was not correct. A new version of the investigation was completed. A full analysis of the data logs has been performed and concluded that the laser distance sensor wire got stuck between two points of the arm during an automatic movement in guidance, which provoked the detection of an excessive torque on two joints of the robot arm. The arm stopped and the device shutdown, as specified in such a case. The device operated as expected.

Event description:
A field service engineer (fse) was assisting the surgery. Around 10:34am est, the robot arm was moving towards trajectory 1 in guidance mode with the laser attached, and the laser's cord got pinched between two points on the arm, causing the arm to stop before reaching the trajectory. An audible click noise was heard, and the message for a communication error appeared on the monitor. The fse could not see the pinching due to it occurring on the opposite side of the arm, and the surgeon was not watching the cord to notice the pinch before it happened. The robot was restarted, and then the arm was put in 'fast and free' mode to move the arm away from the pinched cord. This was successful and the case moved forward without any other issues. There did not appear to be any damage to the laser cord from the pinching between the arm. The patient was under anesthesia and no incisions were made. The delay was less than 5 minutes.